Event description:
A pt started treatment with lioresal intrathecal (baclofen) in aug 2003. Treatment was started with a test dose of lioresal intrathecal which showed very good antispastic effect. Then a pump was implanted. After pump implantation treatment was continued with 400 ug/d lioresal intrathecal, still with good effect. In sep 2003 the daily dosage had to be increased to 600 ug/d to keep the effect. In oct 2003 a gradually increasing lack of efficacy was observed. Finally a total lack of efficacy occurred although the daily dosage of lioresal intrathecal had been increased to 1400 ug. Treatment with lioresal intrathecal was then interrupted but had to be restarted as the pt developed a massive withdrawal syndrome (not further specified) after interruption. To find out if the lack of efficacy was caused by problems of the pump or the catheter, a second catheter was implanted (with an external pump). Although the daily dosage given via this new catheter/pump combination was gradually increased to 2000 ug, no effect could be seen. Therefore it was regarded as very inprobable that the lack of efficacy was due to problems of the pump and/or the catheter. A quality problem was also regarded as highly unlikely as in other pts who have been treated with the same batch of lioresal intrathecal (the batch number was not available at the time of reporting) the expected effect was seen. The search for alternative causes (i.e. Pain-induced spasticity, aspiration) was still ongoing at the time of reporting. The physician reported a second case of lack of efficacy of lioresal intrathecal. F/u report received from the hospital physician in mar 2004: lioresal was continued in decreased dosage. In the further course a "certain therapeutic" effect, which was fluctuating, could be noticed. The reporter no longer confirmed their initial report of a total lack of effect. A similar observation of fluctuating therapeutic effects was also noticed for other drugs like sedatives and analgesics. In dec 2003 the pt died unexpectedly at home. The family member had brought pt to bed as usual in the evening. In the night pt was found dead (resuscitation was unsuccessfully tried). At this time the daily dosage of lioresal it was 750 ug. As no autopsy was done, the cause of death was unclear, especially as the pt had not suffered from a progradient neurological disease but from a residual syndrome after a meningitis. But already in oct/nov 2003 it had be conspicious that the eeg had shown a "suppression-eeg", almost like an isoelectric eeg, although the pt had not shown corresponding symptoms. The reporter did not suspect a casual relationship between lioresal it and the pt's death. Instead he speculated that death might have been caused by an increased cerebral pressure, which also could have caused increased spasticity and might have been responsible for the fluctuation of therapeutic effect of lioresal. Novartis comment: serious spontaneous report (death) assessed as unlisted according to the basic prescribing info. The info provided in this individual case does not warrant a change to the basic prescribing info text. The topic will be monitored closely and will be re-evaluated on an ongoing basis based on cumulative experience. All spontaneous reports are considered suspected for reporting purposes.